Manufacturer narrative:
(B)(4). The forcefxc generator was received for evaluation. The investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records for this serial number found that this unit was upgraded and released meeting all specifications as manufactured.

Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was upgraded and released meeting all specifications as manufactured.

Event description:
The customer reported that when an electrosurgical pencil was used with the forcefxc generator, the pencil automatically self-activated and stayed energized continuously, without the button/switch on the pencil being pressed. The surgeon was thought to have received a small burn, but no further details concerning a burn were available. Reportedly the same pencil worked normally with another generator.